Event description:
A report was received on 15 dec 2022 from the clinical manager (cm) of a critical care patient with unspecified pathology, who stated blood was observed outside of the dialysis circuit during a continuous renal replacement therapy treatment on (B)(6) 2022. Additional information was received on 16 dec 2022 from the cm stating that there was no medical intervention and that the patient continued to treat with the nxstage system.

Manufacturer narrative:
The cartridge was not received for evaluation. A device history record (DHR) review was conducted for the reported lot number and revealed the product was released for distribution having met quality and manufacturing specifications and requirements. The instructions for use states "check the system for blood and fluid leaks during treatment, and pay close attention to the blood line and access connections".